Event description:
During prep, the versight ice catheter displayed an error message. The catheter was removed and replaced and, with no harm to the patient. Manufacturer response for catheter, verisight pro ice catheter, intracardiac and intra-luminal visualization (per site reporter). Mfg [manufacturer] notified by site.